Event description:
It was reported that 1 hour after a drug eluting stenting treatment procedure, an acute thrombosis occurred. In 2004 the pt presented to the cath lab and had a taxus express2 - 2.5 x 16 mm stent implanted in the left anterior descending artery (lad), proximal to another taxus stent. It is noted that after the successful deployment of the taxus express2 - 2.5 x 16 mm stent postdilation was not performed. It is also noted that the pt was on plavix and angiomax. However, one-hour post procedure, the pt began to have chest pains and severe discomfort. The pt was brought back to the cath-lab and was determined to have an acute stent thrombosis at the treated lad. The physician successfully dilated the thrombosis. No additional intervention was reported. The pt status is reported as "satisfactory/good."